Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure acute thrombosis occurred. The 100% stenosed lesion being treated was located in the moderately tortuous, severely calcified left anterior descending artery (lad). The physician implanted a 2.5x28mm ion stent that was fully expanded and well apposed. No patient complications were reported. Four days later the patient presented with acute stent thrombosis. The lad was totally occluded with timi 0 distal flow. The physician treated the thrombosis by aspirating with a non-bsc catheter, then preforming angioplasty and deploying a 2.5x12mm promus stent at the distal end of the 2.5 x28mm ion stent. No further patient complications were reported and the patient's status is well.